Manufacturer narrative:
Additional information: b5, h2 and h11. B5: upon follow up, it was reported that the patient recovered from generalized weakness and poor appetite. At the time of the report, all events are recovered. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h2 and h11. B5: upon follow up, it was reported that the patient recovered from the peritonitis, cloudy pd effluent, abdominal pain, nausea and vomiting and still recovering from poor appetite and generalized weakness. On an unknown date, the treatment with vancomycin and ceftazidime was discontinued. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, poor appetite, nausea, vomiting and weakness. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every two days, intraperitoneal, ongoing) and injection ceftazidime (1gm daily, intraperitoneal, ongoing) for peritonitis. Pd therapy is ongoing. Three days after hospital admission, the patient was discharged. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.